Event description:
On (B) (6) 2009, the pt reported that she was not able to prime. She stated primed 40 units of insulin and nothing dripped from the end of the infusion tubing. During the report, she attempted 2, 50 unit primes and no insulin dripped from the end of the infusion tubing. She stated that there were air bubbles in the insulin cartridge that she noticed today when she disconnected from the infusion device. She stated that she would be meeting with a trainer for further assistance. Upon follow up on (B) (6) 2009, the pt stated that when she met with the trainer, the trainer found that the plunger of the previous insulin cartridge was stuck to the piston rod of the infusion device. The rainer removed the stuck plunger and the pt was able to successfully prime. No physiological effects were reported. The pt did not require medical assistance from the healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.